Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. It was also reported that an in-stent thrombus was found after the stent was retracted, and digital subtraction angiography (dsa) indicated poor blood flow through the vessel. It is unknown if this alleged device deficiency contributed to the reported ischemia; therefore, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿ the additional information received on 22-jan-2025 has been reviewed. Since the acute stent thrombosis resulted in poor blood flow, which was confirmed by digital subtraction angiography (dsa), this event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting an aneurysm on the m1 segment of the middle cerebral artery, the 4mm x 23mm enterprise 2 (encr402312 / 9080737) was used; after the physician half released the stent after finishing the filling and detachment of the coil, the physician tried to completely release the stent. However, it was reported that the stent was impeded in the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be completely released. The physician reacted only the stent and found that there was thrombus in the stent. Digital subtraction angiography (dsa) indicated poor blood flow through the target vessel. The physician removed the microcatheter from the patient and replaced both devices. The physician released the stent and performed another dsa which showed that blood flow has returned to normal. The procedure was prolonged by approximately 10 minutes. The procedure was reported to be successfully completed. There was no report of any negative patient impact. On 22-jan-2025, additional information was received confirming that the procedure was a stent-assisted coil embolization of an aneurysm on the m1 segment of the middle cerebral artery (mca). Per the information, ¿the source of the thrombus is uncertain, and the doctor has determined that it may be an acute stent thrombosis during surgery.¿ to address the in-stent thrombosis, the information indicated that, ¿after withdrawing the stent system, imaging was performed to confirm that the target blood vessel was unobstructed, and surgical treatment continued without the need for thrombectomy.¿ it was not known if a continuous flush was maintained through the microcatheter. During advancement of the stent, resistance was encountered after the stent was partially released and coil filling was being done; during the preparation to fully release the stent, resistance was encountered. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when the enterprise was removed from the patient. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312) and the replacement microcatheter another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the reported 10-minute delay in the procedure was not considered to be clinically significant.